Event description:
It has been reported to philips that the c-arch will not move past 30 degrees. The system was noted to be in clinical use. There was no reported patient or user harm. A philips service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse noted that the arch had a jerking movement and re-inserted the bearing tracks. Power calibrations were performed, and the system was returned to good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated the reported complaint. According to the information provided, the diagnosis was delayed. A philips service engineer (fse) inspected the system onsite and confirmed the reported problem and that the c-arm had jerking movements and was moving slow without any warning. It was found that the c-arm was not in zero position. The fse re-inserted the bearing tracks and performed power calibrations, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.